Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Section: warnings & cautions: cautions. ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿

Event description:
The complainant reported that a patient developed a groin site hematoma during impella 5.5 support. The hematoma was noted at the intra-aortic balloon pump site. Blood products were given and a washout was performed. Two days later, the patient suffered atrial fibrillation. Dobutamine was paused in response to the condition. After five more days of support, the anticontamination sleeve got caught and was inadvertently torn. The sleeve was cleaned and wrapped in a chlorhexidine gluconate dressing. As support continued, intermittent impella position unknown alarms began to appear. The alarm was eventually disabled with no impact to the patient. Impella support continues.